Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen does not respond. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: d4, d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab (fa lab) received the suspected component and performed a failure investigation. The fa lab was not able to duplicate the original complaint reported by the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.